Event description:
Customer reported that she had unexplained low blood glucose. Paramedics were called and customer was taken to the hospital. Customer stated that her sensor had weak signals and was not communicating properly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-84504.